Event description:
It was reported that during a da vinci-assisted mediastinal mass resection procedure, an inadvertent injury to the pericardium occurred while exchanging a forceps instrument (specific type not disclosed). This necessitated the procedure approach, to convert to an open thoracotomy. Details regarding the cause and type of injury sustained by the patient, the resolution of the complication, and the patient's postoperative status are unknown. The procedure was completed, and the patient was subsequently transferred to another hospital for reasons that were not specified. Additional information has been requested; however, no response has been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.